Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reloaded the workstation software and the configuration files as well as reinputted the dicom data. The system was tested and found to be working as intended and put back in service.